Event description:
On (B)(6) 2026, novocure was informed by the patient's son that the patient's surgical resection site (last surgical resection (B)(6) 2026) had reopened. As a result, optune gio therapy was temporarily discontinued to allow for complete wound healing. On (B)(6) 2026, the patient's caregiver reported that the wound was still healing with significant scabbing present on the scalp. Consequently, therapy had not been resumed. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include prior radiation, chemotherapy, and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device us (ef-11 0% and <1% ef-14 optune arm).